Manufacturer narrative:
The device / packaging associated with this report were not returned. A search of the complaint databases did not indicate a trend in regards to the reported event against the reported product code and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. (B)(4) records confirmed 2 other products of the same lot code were shipped and presumed implanted, with no reported issues. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product / packaging and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During total hip replacement, the sealed box of the device has been opened, no product inside the box. The product specialist called the office for urgent replacement as the patient was on the table. It took 1hour to get a product replacement. Delay in surgery (B)(6); 1hr.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.